Event description:
Report 2 of 2: reference MFR report: 1627487-2011-10342. The pt received the scs system on (B)(6) 2011 which included 4 leads (3 from the same lot). It was reported invalid contacts were identified on the right superior temple lead (off-label), resulting in ineffective coverage. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set. The manufacturer is unable to determine the lot number for the lead identified; therefore, two reports will be submitted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.